Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker determined that the cause of the reported issue was due to a failed system pcb assembly. A replacement for this part is no longer available so the device was unable to be repaired. The device was returned to the customer unrepaired.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no report of patient use associated with the reported event.